Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an unexpected g5 mobile application shut-off occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of an unexpected g5 mobile application shut-off. The root cause was determined to be an app crash error.